Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the complaint device is not being returned as it was discarded, therefore unavailable for a physical evaluation. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> DHR review product code 214116 lot number 1704137 qty of the lot: 4,500 pieces ( 900 packs) date of release: august 16 ,2017 expiry date (if applicable): 2022-07-31. (B)(4).

Event description:
It was reported by the sales rep that during an acl procedure, the dam on the customer's fully threaded cannula broke when the doctor was inserting the cannula into the joint. The doctor removed the fragment and was able to complete the procedure with no consequences or delays. The customer discarded the device.